Manufacturer narrative:
Additional manufacturer narrative: additional information and for product return have been requested. There has been no response at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx23mm was explanted from the aortic position after an implant duration of two (2) years and one (1) month for unknown reason. A valve model 3300tfx21mm was implanted in replacement.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of two (2) years and one (1) month due to prosthetic valvular endocarditis with embolic stroke and root abscess. Comorbidities include acute covid 19 infection. A valve model 3300tfx21mm was implanted in replacement. The patient's outcome was good.

Manufacturer narrative:
H10: additional manufacturer narrative: updated description, d4, h4, and h6 per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.